Event description:
The information provided to sjm indicated the 6f angio-seal vip vascular closure device was used. A pre-deployment angiogram was performed, revealing a vessel greater than 4mm. The patient was discharged from the hospital following device deployment, but readmitted. A duplex ultrasound and angioplasty were performed to diagnose an occluded vessel. The patient underwent vascular surgery to remove the anchor and collagen from the vessel. The patient was discharged from the hospital following the procedure.

Manufacturer narrative:
Device evaluation: the results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.